Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted in a secondary procedure. Follow-up was performed but no further information was provided.

Manufacturer narrative:
Patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.